Event description:
The customer reported clear fluid leaked in the retic module, involving coulter lh 750 hematology analyzer. The customer had on appropriate personal protective equipment (ppe), laboratory coat, gloves, and eye protection and replaced the tubing, but the issue was not resolved. Patient results were not affected. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse noted the pilot actuator was faulty due to the fluid leak at the shear valve. The fse replaced the pilot actuator on vl-98 and verified the repair per the established procedures. The customer successfully completed quality control. The unit conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).